Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 09) occurred. Reportedly, the cartridge had been loaded with 300 units of insulin. Customer's blood glucose level was 208mg/dl. Reportedly, a new cartridge was loaded to address the event.